Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the engine stopped during surgery; however, the surgery was continued because there were two cutting devices. It was reported that the patient recovered satisfactorily without any issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the gear was broken and torn off. It was further determined that the device worked but did not turn. It was further determined that the device failed pretest for check function of soft mode switch (safety system). It was determined that the device was throbbing because it was used in a heavy procedure out of the recommendations in the user manual and / or with dull tools. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an ¿atr¿ total knee replacement surgery, it was observed that the engine of the compact air drive device was in operation when it made cuts; however, the device stopped and was unable to start again. It was reported that the area and / or tissue where the issue occurred with the device was on the tibial base. According to the reporter, the femoral cut was made and the handpiece device started heating (as in other occasions). The cut was finished and when the tibial base was cut, the device stopped, as if the tank gas had run out. It was further reported that there was no problem because the other device was sterile and the issue was resolved. It was reported that the patient did not experience any complications and the surgery went well to the recovery room. There was patient involvement reported. It was reported that the patient recovered. There were no reports of injuries, medical intervention or prolonged hospitalization. According to the reporter, the device worked very well and continued to perform approximately seven to ten times per week, during the period from (B)(6) to (B)(6). The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.